Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home indicating the patient is deceased. The cause of death was noted as septic shock. Attempts to obtain additional information about the source of the septic shock have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.